Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation report shows corrupted memory in the implantable cardioverter defibrillator (ICD) as invalid data with straight lines on the cardiac compass page. The device remains in use. No patient complications have been reported as a result of this event.